Event description:
The customer reports their abbott diabetes care device was too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports that the charging cable and adapter supplied by adc was used with the device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no issues were observed, no signs of damage, burn marks or corrosion was observed on the reader's pcba (printed circuit board assembly). The stm processor was present. The returned battery voltage was measured which was not within specification range. Reader was observed charging. An further extended investigation was performed. Visual inspection has been performed on the returned de-cased reader and its pcba (printed circuit board assembly). No signs of physical damage or corrosion were observed. The reader did not power on with button press or strip insertion. However, the reader was able to power on with usb cable insertion. A self-test was performed using the reader's own software. The reader indicated that it passed all self-tests. After connecting the reader to a computer, the reader showed typical charging capabilities and successful connection to computer. Further testing was performed on the reader's subassembly. The reader's battery voltage was measured using a digital multimeter (dmm) which was not within specification range. A known good battery was used for the remainder of the investigation. Using the known good battery, the reader was able to power on, but observed a 'connected to the computer' display message. The reader's sleep off current was measured using a digital multimeter connected in series between the battery and the reader's pcba (printed circuit board assembly). The sleep off current was measured which was not within specification range. The reader was also monitored under thermal camera to identify the cause of high current and observed hotspot on the analog switch chip u13 and cpu (central processing unit) u2, exhibiting an increase in temperature when the battery is connected but the button is not pressed. The temperature of the u13 and cpu (central processing unit) further increased immediately after the button is pressed. It was happened due to the excess power on multiple components as a result of customer using a non-abbott provided usb adapter. The device history record was reviewed. The DHR showed the libre reader passed all tests prior to release. It determined that the device had been put through electrical overstress from the use of the incorrect usb adapter which resulted in faulty/damaged components and hot spots. Therefore, the issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports their abbott diabetes care device was too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports that the charging cable and adapter supplied by adc was used with the device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.